Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
The customer reported that the unload pedal on the multi-function footswitch was not functioning correctly. The philips field service engineer (fse) confirmed that there was no rescan or harm to the patient or operator. The fse stated that the operator activated the unload pedal to lower the couch so that the patient could get on the couch. A plastic cap from a syringe from a previous patient became jammed between the unload pedal and the cover of the multifunction footswitch causing the unload pedal to be stuck engaged and the couch moved down to the lower limit. The patient was removed from the scan room and the procedure was performed on another CT system.